Event description:
It was reported that there was an alleged potential for death; however, the actual issue is unknown. Pulled from health canada¿s medical devices online databases. Per follow-up information received on (B)(6) 2022, foley catheter did not drain for 6-hours and urine was noted to be bypassing. The user attempted to deflate balloon to remove from bladder which was unable to do so . The catheter clamped to detach when balloon popped inside bladder and the patient felt pain. Catheter was removed with piece of silicone that made up balloon missing. Cystoscopy had been ordered in order to remove piece of silicone from patient's bladder to prevent sepsis.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿wall thickness too thin ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:'a urinary catheter is a thin tube placed in the bladder to drainurine. The urine drains through a tube into the collection bag.if you have a urinary catheter, it is possible for germs to travelalong the catheter and cause an infection in your bladder oryour kidney; in that case it is called a catheter-associatedurinary tract infection (or ¿ca-uti¿).how can I take every precaution to preventcatheter-associated urinary tract infections?¿ ask your healthcare provider each day if youstill need your catheter¿ make sure your catheter tubing is secured toyour leg or abdomen if possible¿ make sure all hospital staff wash or sanitizetheir hands before & after touching yourcatheter¿ do not tug, pull or twist the catheter tubing¿ always keep your urine drain bag below thelevel of your bladder or hips and off the floor¿ avoid disconnecting the catheter from thedrain tubebard® ez-lok® sampling port(indicated by the blue stem in theport) accepts luer lock (fig. 1a)or slip tip syringes (fig. 1b).1. Occlude drainage tubing aminimum of 3 inches belowthe sampling port by kinkingthe tubing until urine is visibleunder the access site.2. Swab surface of bard® ez-lok®sampling port with antisepticwipe. (Fig. 2)3. Using aseptic technique,position the syringe in thecenter of the sampling port.press the syringe firmly andtwist gently to access thesampling port. (Fig. 3)4. Slowly aspirate urine sampleinto syringe and removesyringe from sample port.5. Unkink tubing if necessaryand transfer urine specimeninto specimen cup or followhospital protocol. Discardsyringe according to hospital.proper techniques for urinary catheter insertion¿ perform hand hygiene immediately before and after insertion¿ insert urinary catheters using aseptic technique and sterile equipment¿ use the smallest foley catheter possible, consistent with good drainage¿ document the indications for catheter insertion, date and time of catheter insertion,individual who inserted catheter, and date and time of catheter removal in patient recordproper techniques for urinary catheter maintenance¿ secure the foley catheter, use the statlock® foley stabilization device if provided¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubingjunctions¿ maintain unobstructed urine flow and keep the catheter and collection tube free fromkinking¿ keep the collection bag below the level of the bladder or hips at all times¿ empty the collection bag regularly (e.g., prior to transport) using a separate, cleancollection container for each patient¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering)is appropriate¿ leave foley catheter in place only as long as needed"h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that there was an alleged potential for death; however, the actual issue is unknown. Pulled from health canada¿s medical devices online databases. Per follow-up information received on 30aug2022, foley catheter did not drain for 6 hours and urine was noted to be bypassing. The user attempted to deflate balloon to remove from bladder which was unable to do so. The catheter clamped to detach when balloon popped inside bladder and the patient felt pain. Catheter was removed with piece of silicone that made up balloon missing. Cystoscopy had been ordered in order to remove piece of silicone from patient's bladder to prevent sepsis.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was an alleged potential for death; however, the actual issue is unknown. Pulled from health canada¿s medical devices online databases. Per follow-up information received on 30aug2022, foley catheter did not drain for 6 hours and urine was noted to be bypassing. The user attempted to deflate balloon to remove from bladder which was unable to do so . The catheter clamped to detach when balloon popped inside bladder and the patient felt pain. Catheter was removed with piece of silicone that made up balloon missing. Cystoscopy had been ordered in order to remove piece of silicone from patient's bladder to prevent sepsis.